Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-00102. The patient's (B)(6) therapy systems includes two percutaneous leads from different lots. It was reported the patient is not receiving effective stimulation coverage. The patient reportedly suffered a recent fall. X-ray imagery revealed lead migration. Attempts to recapture effective therapy via reprogramming were unsuccessful. Surgical intervention may be undertaken at a later date to address the issue.